Event description:
It was reported the patient has not recharged the ipg as recommended. In turn, the ipg has become inoperable. An sjm representative met with the patient for troubleshooting but communication could not be obtained with the external devices. As a result, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Results: the complaint that the ipg could no longer communicate was confirmed. As returned, the ipg did not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the auto tester. The ipg passed all tests after being recovered. The charging history of the device is unknown. The reason for the depleted battery was not ascertained. After the battery was recovered, the device displayed normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. The replacement ipg performs as intended.